Manufacturer narrative:
Device evaluated by the manufacturer: the device was returned for analysis. A visual and tactile examination identified a complete break in the hypotube of the device. The break was located at approximately 615mm distal of the strain relief, the hypotube was also noted to be severely kinked on both sections. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that may have contributed to the complaint incident. A visual examination identified that the balloon was not subjected to positive pressure. An examination of the balloon identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.

Event description:
It was reported that the shaft broke. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon's shaft broke. No patient complications reported.

Event description:
It was reported that the shaft broke. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon's shaft broke. No patient complications reported